Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the tip of a threaded driving cap broke off and incarcerated in the radiolucent insertion handle femoral recon nail (frn) when the nail was being hammered during implant insertion. There was no patient impact as surgery proceeded without the driving cap and the surgeon just struck in radiolucent insertion handle to insert the nail. The sc was present during the procedure. Case finished without interruption. The removal of the broken, damaged device or fragments was not necessary occurred outside of patient and was removed easily without additional intervention. There was no surgical delay. Procedure was successfully completed. Concomitant device reported: radiolucent insertion handle femoral recon nail (part# 03.033.001, lot# unknown, quantity# 1), unk-nails: femoral (part# unknown, lot# unknown, quantity#1), unk - impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity#1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).